Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15654. It was reported the patient experiences painful stimulation in the middle of her back. Due to the pain, the patient is unable to increase the amplitude of her stimulation. The patient is experiencing effective coverage of her legs, but desires increased stimulation of her lower back. Reprogramming was unable to resolve the issue. The patient is to consult with her physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.